Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer had not completed the necessary steps to remove air from the cartridge and did not use room temperature insulin, but after receiving guidance, they acknowledged the required steps. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.